Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: h6 (medical device problem code). Due to character limit: e1(event site name): (B)(6). A getinge field service engineer (fse) evaluated the unit and confirmed the issue. The power cable was rerouted back into cable reel and is able to retract smoothly. All functional safety checks are performed.

Event description:
N/a.

Event description:
It was reported by customer during routine check that cardiosave intra aortic balloon pump (iabp) had cable issue. No patient involved.

Manufacturer narrative:
Additional information: e1(initial reporter): (B)(6). Due to character limit: e1(event sitename): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.